Event description:
Patient was revised to address pain. Update (B)(6) 2013 - medical records and x-rays received. X-rays put into complaint file. Update rec'd (B)(6) 2013 - patient's medical records were received. Records indicate upon revision there was corrosion noted at the morse taper. Also noted, were two screws removed from the acetabular cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address pain. Update 11/072013- medical records and x-rays received. Update rec'd 11/07/2013 - patient's medical records were received. Records indicate upon revision there was corrosion noted at the morse taper. Also noted, were two screws removed from the acetabular cup. Doi: (B)(6) 2006; dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. A review of the device history records for 2068407 lot code did not reveal any manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining known product and lot combination. Review of the device history records and/or a lot specific complaint database search was not possible for the stem and sleeve as the product and lot code required was not provided. Provided patient records and x-ray images have been reviewed. With the information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.